Manufacturer narrative:
(B)(4). The customer reported that the charge button would not work. There was no report of pt impact or involvement. The customer evaluated the device and ordered the processor pca. Based on the customer report, we will consider this a malfunction of the processor pca. As of (B)(4) 2010, there have been no further reports from this customer.

Event description:
The customer reported that the charge button would not work. There was no report of pt impact or involvement.